Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the sensor readings were really off. The blood glucose reading was 117 mg/dl when the blood glucose reading was 101 mg/dl. The sensor also gave a reading of 180 mg/dl when the blood glucose reading was 398 mg/dl. The customer had a high blood glucose reading of 400 mg/dl. The mother stated that the customer had been sick. The sensor had also given a calibration alert. The customer's mother was advised that there may be larger differences after meals, bolus delivery, or when arrows are present on the sensor graph, or if the customer is sleeping on the sensor.